Manufacturer narrative:
(B)(4). Investigation of the returned device found the plunger, link, posterior cuff, and posterior needle tip were not returned. The scope of this investigation was limited. The returned suture suggested that needle deployment and suture retrieval were successful as the knot was properly formed and the rail end was cut. However, inspection of the device indicated that an anterior cuff miss occurred as evidenced by an anterior cuff remaining in the foot pocket. Therefore, the returned suture was unmatched with the device. Because the original plunger was not returned, during testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. During proxy plunger insertion, the anterior cuff successfully captured the needle. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation findings, the probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the heavily calcified left common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. A starclose se was used the achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient selection (use in a heavily calcified artery). The first perclose proglide is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete. A follow up report will be submitted with all additional, relevant information.